Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). Post-implant, the patient had a heart block, and a temporary pacemaker was placed to stabilize. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, the patient received a permanent pacemaker. The patient had an extended hospitalization. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. The length of the membranous septum was unknown. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at final implant depth of 4 mm ncc. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities or procedural conditions. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker were performed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Code removed: health effect - clinical code: 1721.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the patient received a permanent pacemaker. The patient's status was unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.